Event description:
A customer in the united states notified biomérieux of multiple misidentifications (4) of mold samples as yeast species when using vitek ms instrument (ref. 410895, serial number (B)(4)). Results were as follows: lab ID (B)(6), (B)(6) 2022. Vitek ms result: one single choice to candida auris and three "no identification" results expected ID: dematiaceous mold. Vitek ms result: one single choice to trichophyton rubrum and one low discrimination to trichophyton rubrum / candida ishiwadae. Expected ID: trichophyton spp. Lab ID (B)(6), (B)(6) 2022. Vitek ms result: one single choice to trichophyton interdigitale and one "no identification" result. Expected ID: rhizopus. Lab ID (B)(6) (same patient ¿ (B)(6) 2022). Vitek ms result: one single choice to candida dubliniensis, three single choice to candida albicans and one low discrimination to candida albicans / candida dubliniensis. Expected ID: candida dubliniensis. Customer did not indicate the alternative method used to identify the isolate. As per biomérieux customer service, several information are missing such as knowledge base version used, culture condition or fine tuning status. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: *********************** a customer in the united states notified biomérieux of multiple misidentification of mould as yeast species (4 misidentifications) when using vitek ms instrument (ref.: (B)(4), serial number : (B)(6)). =>lab ID (B)(4) ((B)(6) 2022) vitek ms result: one single choice to candida auris and three no identification result expected ID: dematiaceous mold. Vitek ms result: one single choice to trichophyton rubrum and one low discrimination to trichophyton rubrum- candida ishiwadae expected ID: trichophyton spp =>lab ID (B)(4) ((B)(6) 2022) vitek ms result: one single choice to trichophyton interdigitale and one no identification result expected ID: (B)(4). =>lab ID (B)(4) (same patient ¿ (B)(6) 2022) vitek ms result: one single choice to candida dubliniensis, three single choice to candida albicans and one low discrimination to candida albicans - candida dubliniensis expected ID: (B)(4). Investigation results *********************** **fine tuning** according to the vilink alert tool criteria: a fine tuning was needed during the customer¿s tests made on(B)(6) 2022, the status for ¿all peak¿ is near the limit. No fine tuning was needed during the customer¿s tests made on (B)(6) 2022 **spot preparation quality** the calibrator and sample ¿all peaks¿ values are quite heterogeneous. **knowledge base review** no referent method was used to confirm the identification of the strains tested by the customer. To be noticed that epicoccum spp is not present in vitek ms kb v3.2 (the species name is unknow, it could be a species out of the database) ; trichophyton rubrum is present in vitek ms kb v3.2; rhizopus spp is not present in vitek ms kb v3.2 (the species name is unknow, it could be a species out of the database); candida dubliniensis is present in vitek ms kb v3.2. **sample data analysis** =>lab ID (B)(4) - expected ID = (B)(4). By reprocessing the customer data with vitek ms kb v3.2, the misidentification to candida auris was obtained with a low number of peaks (36 which is near the cut off of 20 for fungi) and with an negative score (-0.05). It could be link to the mould sample preparation. For this sample the species name is unknown, it could be an epicoccum species not present in vitek ms kb v3.2. The identification has to be confirmed with a referent method (sequencing). =>lab ID (B)(4) - expected ID = (B)(4). By reprocessing the customer data with vitek ms kb v3.2, there is no misidentification, the customer obtained two no identifications results, one expected identification to trichophyton rubrum and one low -low discrimination to trichophyton rubrum - candida ishiwadae. For the no identification results, the analysis of the data show that the spectra were ¿empty¿, it means that there was probably an issue during mould sample preparation. For the low discrimination result, trichophyton rubrum was part of the list of species displayed and there is the following limitation in the user manual supplements - 161150-925 - a1 ¿ en ¿ vitek ms clinical - v3.2 kb us : ¿additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results or non-clinically validated organisms (n) are necessary for the completion of the organism identification. In addition, the performance characteristics obtained by testing routine fresh and stock strains from patient cultures in clinical microbiology laboratories and biomérieux laboratories in the united states and france are correct for trichophyton rubrum (number of unique isolates isolates tested = 25 - total correct genus ID (one choice) = (B)(4))). =>lab ID (B)(4) - expected ID = (B)(4). No data were provided for this lab ID, consequently, it cannot be analyzed. However, for this sample, the species name is unknown, it could be a rhizopus species not present in vitek ms kb v3.2. The identification has to be confirmed with a referent method (sequencing). =>lab ID (B)(4) - expected ID = (B)(4). By reprocessing the customer data with vitek ms kb v3.2, the misidentification to candida albicans were obtained on (B)(6) 2022. And the re-tests made on (B)(6) 2022 (with a new culture and new spot deposit) gave the expected identification. In addition, the ¿all peaks¿ values were heterogeneous, it varied between 24 and 54. Based on these findings, the identification issue could probably due to a spot preparation issue (culture, spot, different operator, operator skills, ¿). For reminder, there are the following limitations described in the user manual supplements - 161150-925 - a1 ¿ en ¿ vitek ms clinical - v3.2 kb us : ¿-additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results or non-clinically validated organisms ( ) are necessary for the completion of the organism identification. -testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification. -interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular ;orphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿ **expected identification after investigation** -lab ID (B)(4)= the identification has to be confirmed with a referent method (sequencing). -lab ID (B)(4) -lab ID (B)(4)= the identification has to be confirmed with a referent method (sequencing). -lab ID (B)(4). **suspected cause retained ** -mould sample preparation issue -system limitation (species not present in the vitek ms kb v3.2) -non optimal spot preparation (yeast) -fine tuning that has drifted under the vilink alert tool criteria. Conclusion : ******************** based on the investigation, the identification issues observed by the customer are probably linked to : -a mould sample preparation issue -a system limitation (species not present in the vitek ms kb v3.2) -a non-optimal sample spot preparation for lab ID (B)(4) -a fine tuning that has drifted under the vilink alert tool criteria for tests made on (B)(6) 2022. It has been recommended to monitor periodically the fine tuning status and to verify the preparation sample protocol with the customer.